Event description:
Consumer's spouse's insulin pump battery was intermittent, spouse's blood glucose at >600, for 2 hrs. Consumer wants FDA to determine cause battery failure and reissue of old batteries.